Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
A male pt was placed in leg holder, standard arthroscopic portal established, pump pressure at 19. Within 5 minutes of procedure, it was noted pump had continuous flow and had extravagated to lower leg. Compartments were tense and distal pulse diminished. A decision was made to perform 4 compartment fasciotomies. Decompression of the compartments were completed, and distal pulse returned, confirmed by doppler probe and direct palpation, cap refill less than 2 secs. Vac dressing was applied and popliteal catheter was removed. Case was not completed after fasciotomies. Pt extubated and transferred to pacu in stable condition. Spouse, son, and pt were immediately notified of complication. Mitek sales rep was notified on 08/05/2009, then mitek areas rep was contacted the next day. Areas rep visited the facility two days later to run fms arthroscopy pump, which was working fine. After speaking with dr, they noted to areas rep that the chamber was completely full and the circulator had removed the filled chamber from the arm to release some of the water. Dr and areas rep arranged an in service for all doctors two days later. At this point in time, the facility has quarantined the complaint device; we are trying to arrange some compromise with the facility to have the device thoroughly tested. Although this event points towards a user technique issue as opposed to a device malfunction, we would like to fully test and certify this unit to discount any problems.